Event description:
The customer reported, the system did not x-ray. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the tube head needs replacement. The customer cancelled the call and will determine if they want to replace the tube head.